Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 1 (B)(6). Address line 2 (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found the syringe plunger not in place alarm. Functional testing failed due to the syringe not in place error. The investigation determined the cause of the issue was q1 had broken off from the printed circuit board (pcb). The plunger pcb was replaced.

Event description:
It was reported that the device had a failed preventive maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.